Manufacturer narrative:
The reported issue of the suspect device was resolved by performing remediation of the device under field corrective action. The device has been tested and is working to service specifications. No further investigation will be performed

Manufacturer narrative:
(B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that during pre-use testing the unit displayed circuit occlusion and extended high ppeak, the unit stopped ventilating, and the safety valve opened. A continuous audible alarm was present. The unit was cycled off and on but the alarm condition is still latched. As it was during pre-use, there was no patient involvement.